Event description:
It was reported that a user in the first week on the ilet pump contacted support for hyperglycemia with a blood glucose of 198 mg/dl and no device alerts. The user reported recent food intake with uncertain timing and no visible infusion set or tubing leaks; troubleshooting and education were completed, including reinforcement to eat within 15 minutes of announcing a meal. Investigation included customer interview and troubleshooting guidance. Further investigation of this case revealed no device malfunction observed and no alerts present, with use-related factors possible given meal announcement without timely food intake. The user reported clinical symptoms included elevated blood glucose without reports of severe clinical manifestations. Outcomes included no injury, no medical intervention beyond routine self-care, and no hospitalization. It was concluded that the event was consistent with hyperglycemia with an unclear cause, and the device was performing as expected based on the device ability to adapt to the new user's algorithm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.